Manufacturer narrative:
Hamilton medical reference: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. This report also contains the investigation outcome. Log files were provided and analyzed. The investigated serial number (B)(6) corresponds to a hamilton-g5 ventilator of the old light blue design, with a device age of nearly 17 years (manufacturing date: may 28, 2009). A patient was involved, and it was reported that operation had to be performed exclusively using the p&t knob due to the touchscreen malfunction. However, no adverse health consequences for the patient were reported. Considering the prolonged service life of the device, the interaction panel, including the swivel kit, was replaced to restore the ventilator¿s intended performance. The initial issue reported was: ¿touchscreen does not work reliably during ventilation.¿ the case is considered as closed.

Event description:
Hamilton medical ag received the following incident description: "touchscreen doesn´t work. During ventilation is working touche screen unreliable." Patient involvement was reported. However no health consequences were reported to the patient. It was reported that they had to use only the p&t knob.